Manufacturer narrative:
Continuation of d10: product ID: 37083-20; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: extension. H6 codes belong to the extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that it was found that the extension was too short during a follow up consultation. The patient was uncomfortable bending and could not bend down to tie his laces. The same tunneling path was used during the replacement. The patient was better.

Manufacturer narrative:
Continuation of d10: product ID 37083-40 lot# serial# unknown implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 37083-40, serial/lot #: unknown, ubd: , UDI#: e1 phone number: (B)(6) h6 codes belong to the extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the extension was too short and was replaced.